Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter and a penumbra system 3max reperfusion catheter. During the procedure, after 9 passes of the 5max ace catheter coaxially with a 3max catheter and a 016 fathom guidewire, when removing the 3max catheter, a piece of particulate was noted on the outside of the 3max catheter. It was approximately 1 mm in length and appeared translucent in color. The physician used another 5max ace and 3max catheter to complete the procedure with no reported adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. This MDR is associated with MDR 3005168196-2014-00317. Device was disposed of by the hospital.